Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. Reportedly, a new cartridge was loaded to address the event. Additionally, an occlusion alarm occurred. Reportedly, the customer cleared the alarm and continued to use the pump for insulin therapy. Blood glucose was 216mg/dl.